Event description:
At follow-up, loss of capture and decrease in sensing were observed. Lead dislodgement suspected. The sense/pace portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.